Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when deploying the prostyle footplate lever, there was an audible noise. The device broke, yet was held together with the actuator wire. The device was removed with force. An 11f sheath was inserted, and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to guide break, include but are not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported audible noise was likely the result of the guide break. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 ¿ against resistance.